Event description:
The item number was previously incorrectly reported as being a tsvt4b11 when in fact it is a tsvtb11.

Manufacturer narrative:
This report is being submitted to relay additional information. The item reference number was previously reported as tsvt4b11. Further investigation showed that the correct item reference number is tsvtb11.

Manufacturer narrative:
(B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that patient developed infection around implant tsvt4b11 in tooth site #4 and the implant was removed. Doctor also reports inflammation, edema and abscess.